Event description:
The complainant reported the aic (automated impella controlller) experienced purge disc/flag issues. No clinical details regarding resolution or patient involvement/condition were provided.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause of the issue could not be determined due to the insufficient data and the inability to reproduce these issues. This report is being filed as part of a retrospective review of historical records.